Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that one-third of the unspecified bd¿ pen needles are defective. The following was received by the inital reporter: verbatim: I am finding that about one-third of my insulin pen needles are defective. I check each one by squeezing the pen and looking for a bubble. I discard the ones where I don't see that bubble, because I don't want to jab myself for nothing.

Event description:
It was reported that one-third of the unspecified bd¿ pen needles are defective. The following was received by the inital reporter: verbatim: I am finding that about one-third of my insulin pen needles are defective. I check each one by squeezing the pen and looking for a bubble. I discard the ones where I don't see that bubble, because I don't want to jab myself for nothing.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.4. Device manufacture date: unknown . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.